Event description:
Blade and handle checked prior to delivery and found tube in proper working order, when attempted to intubate infant, light source went out, replaced black and checked light functioning, went to intubate light source failed again. Called for replacement equipment.